Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a higher scan glucose value the how they felt while wearing the adc device. On (B)(6) 2022, a scan of 215 mg/dl at 21:00 and 240 mg/dl at 23:00 were obtained with no blood glucose test performed. The customer experienced symptoms of hypoglycemia described as sweating and had a loss of consciousness. The customer was brought to the hospital and was provided glucose injections for a diagnosis of hypoglycemia. A follow-up glucose test of 220mg/dl was obtained after 6-7 hours after the initial scan values, and the customer was provided insulin treatment. No further information was provided. There was no report of death or permanent injury associated with this event.